Event description:
Consumet called to report receiving high readings with his meter, ran a comparison against a lab readings. Analysis run on clark error grid using lab reading (43) as reference point vs. Bd readings (83) yielde some data points in the d range of the grid, outside acceptale limits.